Manufacturer narrative:
The implants involved involved in this complaint are a versafitcup and a quadra-h. No information will be available concerning products references and code numbers before the revision surgery, as confirmed by the initial reporter on (B)(6) 2016.

Event description:
Revision surgery planned due to wrong positioning of the cup and stress shielding of the stem.

Manufacturer narrative:
Additional information received from the initial reporter on 08 august 206 and includes: the revision surgery was needed due to the following problems: thigh pain, stress shielding, loosening stem, and too much cup anteversion. The surgery was completed successfully. Additional information received from the initial reporter on 31 august 206 and includes: references and lot numbers of the products involved in the complaint. Batch reviews performed on 31 august 2016. Lot 072253: (B)(4) items manufactured and released on 07 november 2007. Expiration date: 2012-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot. Versafitcup acetabular shell cc light diam 54, code 01.26.54mbtl, lot. 081680 (not marketed in USA). (B)(4) items manufactured and released on 28 august 2008. Expiration date: 2013-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not available.